Manufacturer narrative:
G4: 08oct2019; b4: 08oct2019. Failure investigation was completed. The gas delivery system (gds) was received for evaluation. The external visual inspection of the gds confirmed that this returned unit was missing the data acquisition (da) board and the oxygen valve solenoid. There were no signs of damage or contamination. A test da board and o2 valve solenoid was installed into the returned gds. The gds was then installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the gds. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 01 oct 2019. The fse replaced the flow sensor assembly to resolve the reported issue. After this repair, periodic maintenance was completed and no additional abnormalities were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01jul2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The issue was discovered during periodic maintenance. An oxygen flow accuracy error was reported. There was no patient involvement.